Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and the patient was bleeding from the impella insertion site after the peel away sheath was exchanged. It was reported that there was leaking from the repositioning sheath above the blue hub. The pump was explanted. The patient survived the event.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and the returned product was visually inspected and there was a leak observed between blue butterfly and white repo hub .the root cause of the access site bleeding issue was most likely use related, repo sheath is leaking above blue hub as per the clinical description provided.